Event description:
It was reported that pt states that she received the recall notification from her surgeon. She states that she recently has begun experiencing mild twinges of pain in her right hip when she stands from sitting. She states that she currently has no other symptoms. The pt had x-rays taken in (B)(6) 2012 during her standard f/u visit at which time her physician told her the x-rays were fine. She was not experiencing pain at the time. The pt is scheduled to see her surgeon on (B)(6) 2012 for further examination.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.